Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The problem was verified by a battery test that showed a high max error. The max error is stored on the battery management circuit inside the battery, and is an indicator of mis-match of actual battery capacity versus projected capacity (i.e. Displayed capacity). This mis-match is usually caused by a continuous pattern of partial discharge followed by full recharge. That use pattern was confirmed by analysis of the log files. Further testing showed that the battery exhibited early depletion of cell pair #2. This could contribute to the high max error test result. Cell pair failure on this battery is likely associated with a manufacturing processing deficiency. Review of the manufacturing documentation confirmed that the battery originally met all requirements for release. The most likely cause of the high max error can be attributed to faulty cell pair. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a site in (B)(6) that the battery charger status light was flashing red while the battery was connected. Log files are not attached because the patient was at home. The battery was replaced. There was no effect on the patient.